Event description:
It was reported that during preparation for laparoscopic/hernia repair surgery, the subject device had blurry and static picture. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image due to bad cable and failed water leak test from cable a definitive root cause could not be identified. Based on the results of the investigation blurry picture was due to a bad charge coupled device and flickering image was due to a bad cable. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for laparoscopic/hernia repair surgery, the subject device had blurry and static picture. The procedure was completed using a similar device. There were no reports of patient harm.